Event description:
It was reported to philips the device had a proximal sensor failure (ec 1007). There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer stated the da pcba was replaced but that did not resolve the issue; the device displayed error code 1007. The rse advised the customer to check the cable between the mc pcba and the da pcba. The customer securely reconnected the cable and the device was functioning. The customer stated they would perform performance verification testing (pvt), run the device for a few hours and call back with an update. The customer called back and reported the device failed again with error code 1007. Bench repair was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The bench technician confirmed the reported issue. The da pcba to mc pcba cable is failing continuity test. Following the evaluation of the device, the bench technician replaced the da pcba to mc pcba cable to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customer¿s alleged malfunction was confirmed and it was determined that the root cause was the da pcba to mc pcba cable.